Event description:
Boston scientific received info that during a normal device change out, this right ventricular (rv) lead had pulled back but the pin stayed in the device. The physician removed the pin with a hemostat and plugged the lead into the new pg. The lead began displaying impedances of greater than 2000 ohms. There were no adverse pt effects reported. The lead remains implanted with the new upgraded device. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.